Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of fentanyl or precedex, leaking occurred between the female connector of the extension tubing, and the mating device which was either the tip of an unspecified syringe or the male end of an additional extension tubing. No patient harm was reported and the set and mating component were not sequestered.